Event description:
It was reported that on (B)(6) 2010, a refill was performed; there was no anomaly found related to drug infusion discrepancy or reservoir volume. In the middle of (B)(6) 2010, the patient's spasticity increased and the drug was increased to 60 mcg. On (B)(6) 2010, the drug was increased to 70 mcg. On (B)(6) 2010, a catheter dye test was performed; the physician could not find the cap (catheter access port) for puncture and the test was postponed. On (B)(6) 2010, the test was re-conducted successfully, but csf (cerebrospinal fluid) could not be aspirated. The physician suspected an occlusion and was considering a replacement. The patient status noted no health hazard. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).